Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges friction and wear between the cobalt- chromium metal head and liner caused high metal ions, and particles to be released into the patient¿s body resulting to injuries, pain, discomfort, soreness, tissue and bone loss, metallosis, mental suffering, mental anguish, psychological trauma, emotional distress and inability to perform normal daily activities. Laboratory confirmed elevated cobalt and chromium levels in the blood as a result of the metal on metal abrasion problem. There were no lab values provided. Doi: (B)(6) 2010; dor: not reported; right hip. This complaint is bilateral link to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  UDI: (B)(4). Added: a2, d1, d2, d2b, d4, g5 and h4. Corrected: d6.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No product contribution was identified and no information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (H10) additional narrative:

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added b5, b6, b7, d4 (expiration date) and h6 (patient codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code joint instability.

Event description:
Pfs and medical records received. Pfs alleges pain, joint weakness, popping sensations, squeaking, lack of stability, development of a visible lump in the hip, left knee pain, walking difficulty, suffering, bone damage, tissue damage and exposure to cobalt and chromium. Patient continues to experience pain and discomfort to which he attributes to his pinnacle implant. Lab results show elevated blood cobalt and chromium levels. The liner is poly and the femoral head is ceramic. Medical records contain surgery notes for the left hip, no revision reported on the right.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.